Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by a pump-side pole clamp assembly mounting screw that was back out and was lodged between the camshaft and the mechanism, inhibiting the camshaft movement, resulting in the alarms. The screw was removed and the screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient involvement.